Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope had a black powder-like foreign material occurred from the forceps channel. The issue was found during a colonoscopy procedure. The intended procedure was completed with the same device there were no reports of patient injury or harm.